Manufacturer narrative:
Continued postal code e1: (B)(6) . Continued state/province: on. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.